Event description:
It was reported to philips that the digital subtraction angiography (dsa) device failed to power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing fse found that there was no power output and dcps had been burn. The fse replaced the fan and power tray board. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.